Manufacturer narrative:
E1: initial reporter details are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having prone lateral f usion revision for prone lateral. It was reported that the driver, shaver and currette were broken. No fragments remained in the patient. No patient symptoms, complications were reported. No additional treatment or surgery was performed. No imaging or testing was conducted or reported. No patient complications have been reported as a result of this event.